Manufacturer narrative:
Correction: removal of information in section f related to importer the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m150 set, an external leak was observed near the effluent pump. Upon unloading the leaking cartridge, the tubing which usually surrounded the effluent pump was disconnected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.